Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was damage to the heartstart mrx defibrillator paddles and paddle tray. Additional details have been requested. There was no patient involvement.